Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the endoeye flex deflectable videoscope most likely experienced component failure. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified further. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the endoeye flex deflectable videoscope had noise running across the image. There was no patient involvement. Ms done by triage analyst zhengren lv fluent in english and japanese on (B)(6) 2024.